Manufacturer narrative:
Lead was explanted and returned for analysis. Upon receipt, the lead was found cut 12cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment of the lead body (between 2cm and 5cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. A thorough analysis revealed calcified appearing tissue residuals along the lead body, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Damages such as cuts into the insulation 44cm proximal to the lead tip most likely occurred during the extraction procedure. Further analysis revealed a deformed and squeezed insulation approximately 41cm proximal to the lead tip. This deformation most likely resulted from a tight suture sleeve. In this region the conductor cable leading to the distal ring electrode was found fractured, which probably resulted from the mentioned suture sleeve in combination with tensile stress during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 64 months, oversensing with inappropriate therapies was reported.